Manufacturer narrative:
(B)(4). The confidence kit, no needles (product code: 2839-13-000) was not returned to the complaints handling unit (chu) for evaluation. It was noted that the product has been discarded and was not available for evaluation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the leakage of water cannot be positively determined. No definitive conclusion can be drawn without the return of confidence kit. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
The pack was leaky. The customer is a experienced confidence user.